Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received the pump and the touchscreen was cracked upon taking it out of the box. Reportedly, the pump is still functioning. Customer had not connected to the pump yet. There was no impact to customer's blood glucose level. Contact stated customer will continue to use their back up therapy for continued insulin therapy.